Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was interested in increasing stimulation, because she has 'a feeling' that she will need to release more eventually. When they have attempted to increase, they got a not found message on the handset. The caller confirmed that the handset was fully charged. On the call, patient services reviewed general use of the external equipment and the caller stated that they have not been charging the communicator. He began to successfully charge the communicator. Patient services recommended to charge the equipment fully, then attempt to connect, but if they run into any issues to call back for troubleshooting. Additional information was received. The patient's friend/family member called and stated that the patient was on program 7 at 2.0. They were still concerned about not evacuating their bladder properly. The hospital would not see them unless it was an emergency and the patient's husband was wondering what else they could do. No patient symptoms or further complications were reported.